Event description:
This is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient experienced an unspecified strep, which the consumer reported resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The nurse reported the cause of the peritonitis was unknown as the patient was usually very careful. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the peritonitis with (B)(6) was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h11c16015 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.